Event description:
Reportedly, during follow-up, the nurse noticed that the battery life drops very rapidly from one follow-up year to the next. At the beginning of last week's follow-up, it was rated for 3 years, and the device is implanted in 2024. The battery is dropping rapidly, and we need to know if this is normal and how to schedule the patient's appointment. (B)(6) 2024 showed 10 years, (B)(6) 2025 more than 8 years, and last week more than 3 years.

Manufacturer narrative:
The preliminary file analysis led to the following observations: ¿ the longevity study revealed a 7 month gap between the estimated longevity (75% of the expected longevity) and the actual longevity when following the current programming. ¿ however, between the second follow up (17/02/2025) and the third follow up (11/03/2026), the programming changed: o the rvat mode was changed from ¿monitor¿ to ¿auto¿ o the ventricular pacing amplitude was changed from 2.5 v to 3.5 v ¿ in the files, the rvat almost systematically applies a pacing amplitude of 5 v (threshold not found). This explains the higher energy consumption and therefore the gap between the longevity based on programming and the actual longevity due to increased consumption, especially since this patient is paced 100% in the ventricle. ¿ since the ventricular threshold appears to be adequate (around 0.5 v), it is recommended to program the rvat back to ¿monitor¿ mode and review this patient before the summer in order to monitor these parameters and then adjust the programming if necessary.